Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s parent stated on (B)(6) 2018 the patient started to experience itching under the sensor adhesive patch and the skin had redness and bumps. They stated they treated the affected area with hydrocortisone cream that from a previous reaction that was prescribed by their doctor on (B)(6) 2018. Date of doctor visit is an approximation. At the time of contact, the patient was doing okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.